Event description:
Caller reported a malfunction on the pump, which occurred without any notable prior events. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. The malfunction code did not recur, and the customer was informed to continue using the pump and to call back if the malfunction code appears again. The caller acknowledged and understood the instructions.